Manufacturer narrative:
23-jun-2021: no failure could be identified as a result of the investigation.

Event description:
Tampon wouldn't come out [foreign body in reproductive tract]. Shivering [chills]. Headache [headache]. Vaginal cramps [dysmenorrhoea]. Flushes [flushing]. Dull ache in vagina, hurt [vulvovaginal pain]. Tampon hurting [medical device site pain]. Gone to take it out and it wouldn't come out [complication of device removal]. Tampon swelled [device physical property issue]. Tampon (swelled so much), it split in the middle [device breakage]. Consumer reported via phone that they went to remove tampon and tampon wouldn't come out, it got stuck and caused pain. Tampon swelled and split in the middle. No serious injury reported.